Event description:
An obese pt was treated with eswl for left ureter stone and was placed in an extreme oblique position. After 4500 shockwaves treatment, a round shaped blister, burn-like sore was noted on their left flank area. This appeared in the shape of a coil. Pt's blister was treated and full recovery is expected.